Event description:
It was reported that five days post ivc filter implant, the patient presented with abdominal pain. Imaging demonstrated that the ivc filter had tilted approximately ninety degrees and two of the filter legs were extending outside of the vena cava by approximately 1-2 cm. The filter was retrieved using a snare without incident and a competitor's filter was implanted.

Manufacturer narrative:
The lot number for the device was provided. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the products were found to have met all specifications prior to shipment. The filter was discarded by the user facility. Therefore, a sample evaluation could not be performed. The investigation is currently underway.